Event description:
It was reported by a healthcare provider that a patient with an intera 3000 had a measured slow-flow rate. The implant date was (B)(6) 2022. The flow rate as manufactured is 1.2 ml/day, intraarterial. It was reported that on (B)(6) 2023, the residuals returned from the pump was 23 ml over 14 days, for a calculated flow rate of 0.5 ml/day. It was reported on (B)(6) 2023 that the residuals returned from the pump was 22 ml over 14 days, for a calculated flow rate of 0.5 ml/day. It was reported that the patient had been compliant with refill appointments and had only been filled with approved infusates (high dose heparinized saline and floxuridine). A CT scan was performed. The patient returned two weeks later for the next refill procedure, the measured residuals were 14 ml, indicating a flow rate of approximately 1.1 ml/day. No patient consequence was reported.

Manufacturer narrative:
The device history record was reviewed. There were no nonconformances or deviations associated with the serial number in this complaint. The device remains implanted. The root cause of the apparent slow flow is undetermined. Blank information in the MDR form represents unknown information at the time of filing. If further information is received at a later date, a supplemental report will be filed.